Manufacturer narrative:
This is 2 of 2 reports (2nd MDR).

Event description:
It was reported that nearly one year after a successful procedure for a right posterior wall internal carotid artery fusiform aneurysm, the patient experienced cognitive and motor impairment, with more severe motor impairment due to multiple ischemic lesions, resulting in a major ischemic stroke (per adjudication). According to the site, this adverse event had a possible relationship with the procedure but was determined to have a causal relationship by adjudication. The site reported that the adverse event was not related to the subject device but was determined to have a possible relationship by adjudication. It was not related to other stryker devices but was possibly related to dual antiplatelet therapy (dapt). The site indicated that the event was not related to the disease under study or the underlying condition, whereas adjudication concluded a possible relationship. The adverse event is ongoing. The procedure was completed using two stents and six coils, with the second stent being pre-planned. No treatment was required. No additional information is available.

Event description:
It was reported that nearly one year after a successful procedure for a right posterior wall internal carotid artery fusiform aneurysm, the patient experienced cognitive and motor impairment, with more severe motor impairment due to multiple ischemic lesions, resulting in a major ischemic stroke (per adjudication). According to the site, this adverse event had a possible relationship with the procedure but was determined to have a causal relationship by adjudication. The site reported that the adverse event was not related to the subject device but was determined to have a possible relationship by adjudication. It was not related to other stryker devices but was possibly related to dual antiplatelet therapy (dapt). The site indicated that the event was not related to the disease under study or the underlying condition, whereas adjudication concluded a possible relationship. The adverse event is ongoing. The procedure was completed using two stents and six coils, with the second stent being pre-planned. No treatment was required. No additional information is available.

Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. A labelling review and risk assessment could not be performed as there was no allegation of failure or malfunction against the device. It cannot be confirmed that the device met specification, as the device was not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer confirmed ae (adverse event): cognitive and motor impariment. The patient had more motor impairment due to many ischemic lesions. Major ischemic stroke (per adjudication). Post procedure. The relationship was reported to be ¿not related¿ to study device but possible relationship to the dapt (dual anti-platelet therapy). Past medical history: coagulopathy since (B)(6)2010, the subject has depressive disorder, migraine from a young age, and prior cholecystectomy. The subject is a former heavy smoker, now 2 cigarettes per day. Sah in 2023 (target aneurysm). Ischemic stroke in 2016. Cranial nerve deficit started on (B)(6)2023. Previous coiling of the target aneurysm. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event 'patient stroke' as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.